Event description:
It was reported that a nurse was having difficulty with her programming wand. She would obtain an error message stating "checksum" and was not able to interrogate any devices. She switched out the wand and used the same handheld device and the issue was resolved. Good faith attempts to obtain additional info as well as the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.